Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was related to the customer using incorrect settings when imaging the lumbar spine. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display images following a scan. No pt injury was reported.